Manufacturer narrative:
Product analysis: a kink was observed on the delivery system immediately distal to the strain relief. There was no further damage observed to the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 51 mm abdominal aortic aneurysm. It was reported that during the index procedure, the 7th stent of the endurant limb etlw1624c124ej was not deployed entirely. Resistance was then noted on removal of the delivery system with the tip capture catching on the narrowed stent graft lumen that wasn't fully deployed. This led to the limb migrating distally by ~1 stents length from the initial implanted position. Ballooning was performed on the part where the device was not fully deployed and an endurant ii graft contralateral limb (etlw1624c124ej) was additionally implanted as preventive action in case of a type iii endoleak in the future. As per the physician, the cause of the event was patient morphology and user error. It was reported that there was a lot of thrombus and the flow lumen of the aneurysm was narrow. It was confirmed that deployment was carried out as per the IFU no additional clinical sequalae were reported and the patient is fine.